Manufacturer narrative:
On may 24, 2021, mentor received additional information indicating that the patient is now also experiencing a left breast that looks smaller and deflated. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone breast augmentation revision with two 605cc mentor memorygel breast implants on (B)(6) 2021, immediately felt dissatisfied with the implants they received, post-procedure. The patient wanted high profile implants but expressed that the implants they received looked smaller than the one removed and replaced. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.